Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. The customer¿s report of the set leaking was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment which measured 0.0285 inches long. Examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a hole in the top of pumping segment which caused leaking fluid and air in line alarms. There was no patient harm.